Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, new left bundle branch block (lbbb) was noted, with a widened qrs, increase in pr interval, and 1st degree atrio-ventricular (av) block. A permanent pacemaker was implanted 6 days post-valve implant, resolving the issue. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).